Event description:
It was reported that the device had a latitude report with missing implant date information. In the clinic, initial interrogation had a red screen alert. A review of device downloaded memory was done by technical services and a patient data (pd) alert was confirmed. Technical services advised that the original implant date will be permanently lost and replaced with the date that device was setup. The clinic programmed the patient information back into the device and ran the auto-setup feature to get the programming back. There is no impact on therapy. There were no adverse patient effects. The device remains implanted.